Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) displayed service code 100 and was unable to communicate with the test belt. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to communicate with the test belt and displayed code 100. Upon evaluation, the monitor was found to have corrupt programming. The cause of the inability to communicate with the test belt and the code 100 was the corrupt programming. The root cause of the corrupt programming was unable to be positively identified. No adverse event resulted from the corrupt monitor software. The last patient to use this monitor did not report any deficiencies.